Manufacturer narrative:
The reason for this revision surgery was the result of patient instability and pain after 14 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (no. 19957) associated with this part number and lot. Four items were identified as discrepant and reviewed. The parts were deemed to be acceptable and would not affect the form, fit or function and results obtained with this product. A review of the product complaint report history showed this is the first complaint against lot number 59602735. A total of five complaints have been submitted against this part number. Three of the complaints have been attributable to infections and the remaining were the result of instability. No definitive reason/root cause was provided as to the direct cause of the pain and stability. There is no reported information that indicates a material, design, or manufacturing problem with this product. There is no suggestion of a product failure.

Event description:
Revision surgery - due to the patient complaining about instability and pain.